Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's device was checked because the patient was experiencing chest pain and palpitations. It was noted the right atrial (ra) lead exhibited intermittent undersensing during atrial fibrillation (af) episodes and far field r-wave (ffrw) oversensing. The ra lead remains in use. No further patient complications have been reported as a result of this event.